Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the main keypad assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to request service on their device for a non-critical issue. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that it had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy.